Event description:
It was reported that during a lithotripsy procedure for kidney and ureteral stones, the nurse presented burn marks through her two pairs of sterile gloves and the gown sleeve due to the fiber at 24:15 minutes. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
B5: describe event or problem: corrected to reflect break. H6: device code: corrected to reflect break. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, images were received from the customer. The images showed the fiber break that contributed to the user burn. Therefore, the reported break and burn are confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The clinical events of burn(s) is anticipated in nature, and it is noted as such in the device instructions for use.

Event description:
It was reported that during a lithotripsy procedure for kidney and ureteral stones, the nurse presented burn marks through her two pairs of sterile gloves and the gown sleeve due to the fiber break after 24:15 minutes of use. Due to this, the procedure was completed using another device. There were no patient complications.